Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the alarms were cleared and insulin delivery was resumed. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level ranging from 382 mg/dl to a reading of "high" on the customer's continuous glucose monitor. A correction bolus via the pump was delivered and a manual insulin injection was used to address bg. Customer was using apidra insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.